Event description:
The patient was a part of a clinical study. It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a 27mm watchman flx pro closure device was implanted. At the 45 day routine follow up, imaging revealed a small device related thrombus (drt). No further details were available. It was further reported the treatment for the drt was placing the patient on apixaban for ninety (90) days. The location of the drt which was revealed on transesophageal echocardiogram (tee) imaging, was at the anterior/medial tip of face of the closure device, pedunculated and mobile in nature.

Manufacturer narrative:
B5: information added. H6 impact code changed from no health consequences or impact to medication required.

Event description:
The patient was a part of a clinical study. It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a 27mm watchman flx pro closure device was implanted. At the 45 day routine follow up, imaging revealed a small device related thrombus (drt). No further details were available. It was further reported the treatment for the drt was placing the patient on apixaban for ninety (90) days. The location of the drt which was revealed on transesophageal echocardiogram (tee) imaging, was at the anterior/medial tip of face of the closure device, pedunculated and mobile in nature.

Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
The patient was a part of a clinical study. It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a 27mm watchman flx pro closure device was implanted. At the 45 day routine follow up, imaging revealed a small device related thrombus (drt). No further details were available at the time of this report.